Event description:
The customer reported a battery "burn" to both the battery and the battery pca during charging. There was no pt involvement.

Manufacturer narrative:
(B)(4). This customer reported a battery "burn" to both the battery and the battery pca during charging. There was no pt involvement. The device was charging the battery at the time of the symptom. The hospital biomedical engineer performed the eval of the symptom and noted the burn of the battery and pca. The hospital biomedical engineer replaced the battery pca and battery to resolve the symptom. We cannot determine the cause of the symptom because multiple parts were replaced.